Event description:
It was stated that insulin leaked past the o-rings. It was stated that the customer noticed the leak during priming and the customer high blood glucose levels up to 600 mg/dl for a few days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.